Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon allegedly burst. The catheter indwelled suprapubically for 2 days for fowler's syndrome. The catheter was inflated with 5ml of water; and subsequently, the balloon was found burst. No missing pieces were reported. Per sample receive, a piece of the balloon appeared to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient had a burst balloon; however, no pieces were reported missing.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record and labeling could not be reviewed. Although the product family is unknown, the latex foley catheter product ifus are found to be adequate based on past reviews. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the patient had a burst balloon; however, no pieces were reported missing.

Manufacturer narrative:
Received 1 used biocatheter with a leg bag still attached. The reported event was confirmed; however, the cause is unknown. The visual evaluation noted pieces of sac were missing approximately (1.5cm x 1.5cm) and not returned for evaluation. The functional evaluation was conducted as follows: introduced water into the inflation lumen and did not experience any obstructions to impede flow. Microscopic examination found no conditions that could be associated with the reported event. Per additional information received, the catheter was indwelling suprapubically for 2 days for fowler's syndrome. 5ml of water was used to inflate the catheter. Dimensional evaluation: eye snip length: 3/32¿. Inflation lumen coverage: 9 thou. Balloon thickness: 19 thou. Burst initiated from bottom collar of sac: n/a. Tactile evaluation: balloon thickness measures 19 thou. In addition, the edges of the burst area were not brittle. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon allegedly burst. The catheter indwelled suprapubically for 2 days for fowler's syndrome. The catheter was inflated with 5ml of water; and subsequently, the balloon was found burst. No missing pieces were reported. Per sample received, a piece of the balloon appeared to be missing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon allegedly burst. The catheter indwelled suprapubically for 2 days for fowler's syndrome. The catheter was inflated with 5ml of water; and subsequently, the balloon was found burst. No missing pieces were reported. Per sample received, a piece of the balloon appeared to be missing.